Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that high impedances were observed on multiple electrodes at 1.0v and 2.0v during implant. The physician reconnected the pin to the header of the battery to ensure the blue mark passed all the way through the connector block and the impedances remained high. The manufacturer representative (rep) called technical services from the operating room. There were no known contributing factors. The rep was instructed to increase the voltage to 3.0v/360 pulse width and rerun the impedance check. Electrode combinations 0<(>&<)>1, 1/2, 1/3, and 0 <(>&<)>2 remained at >4000 ohms. The rep was instructed to configure battery to these programs and turn stimulation up to observe motor response. An appropriate motor response was observed with bellows and toe achieved at below 2.0. It was also reported that at 1/2 the patient was getting good motor response at 0.2v and 1/3 the patient was getting bellows at 1.7v and toes at 1.9v. The rep was informed that based upon the information the technical services department was comfortable proceeding with implant. No patient symptoms were reported. It was reported that the patient was implanted successfully and the issue was resolved at the time of the report.